Event description:
During preparation of the device, it was noted that the peelable sheath was missing but the physician continued to use the device. The device was advanced to the target lesion, locating not provided, but as the physician was preparing to deploy the stent, the system moved proximal to the lesion. The entire system was removed from the patient. The physician verified the stent was in the intend location within the delivery catheter. As the system was being re-advanced to the target lesion, the physician noted that the stent was partially deployed in the carotid artery. An attempt was made to remove the stent and delivery system but the stent deployed in the carotid artery. There were no reported complications due to this event and the patient was in a stable condition post procedure.